Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion. A device replacement procedure will be performed in the future. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Requests are being performed regarding the model/serial number of the device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable device was suspected of exhibiting premature battery depletion. A device replacement procedure will be performed in the future. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that the device was explanted and replaced. Request were performed in order to inquire the model/serial number of the device. However, no information regarding this could be retrieved. The device was disposed of, therefore, it is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.